Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as three pressure sores on back under vibration box. There was no alleged device malfunction contributing to the wound. The patient¿s physician placed gel patches on the wound. Outcome of the wound is unknown as follow up attempts were unsuccessful.